Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, the customer was using cold insulin and changing out cartridges every 6 days. Tandem customer technical support informed customer that the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge, and cartridges should be changed every 48¿72 hours as recommended by your healthcare provider. Customer changed cartridge and infusion set to address the issue.